Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely calcified vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.